Event description:
Cna heard resident scream and ran to room. Pt found with upper shoulder, neck and head through siderail on right side of bed. Vest restraint in use was tied to both sides of bed. Pt was removed from siderail and placed on floor. CPR was not initiated.